Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that since implant they experience stimulation when lying down. The implantable pulse generator (ipg) remains in use. It was further reported by the patient that, "in (B)(6) 2025 had the battery replaced and since then at the same time every morning it seems to trigger my diaphragm. It didn't do that before. It is the same time every morning. The cardiologist checked it and said there is no rhythm change. In the past when I lay flat, my diaphragm would go up and down, and they had to make some changes". No further patient complications have been reported as a result of this event.